Event description:
It was reported that a new complaint came to the attention of the legal department regarding a revision of a left knee. In 2011, a plaintiff underwent bilateral total knee replacement surgery and was implanted with an optetrak device in each knee. The patient experienced extreme pain and discomfort in both knees which limited his activities of daily living and his quality of life. He underwent revision surgery on his left knee on (B)(6) 2018, and polyethylene liner and the entire femur and tibial components were revised. The orthopedic surgeon's operative notes stated, "there was gross failure of the medial polyethylene as well as significant erosion of the patella polyethylene. Neither was salvageable. The polyethylene implant was loose on the patella and was removed with the oscillating saw. Unfortunately, there were diffuse caseous bone loss from the particle debris and giant cell inflammation....there was significant bone loss on both the posterior aspects of the medial and lateral femoral condyles."

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After review of additional information received the following sections, have been updated accordingly: h6: the revision reported was most likely due to prosthesis wear leading to osteolysis and loosening of implants. However, the prosthesis wear and contributions from implant positioning, instability, and/or patient-related factors to the sequence of events cannot be confirmed as the devices are not available for evaluation and limited clinical information was available at the time of evaluation.